Event description:
It was reported that during patient use, and in the course of an intubation procedure, a loud "pop" was heard. It was observed that the patient's pulse and blood pressure increased and oxygen saturation decreased. The endobronchial tube was replaced and a small amount of blood was noted below the device in the patient¿s trachea. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).